Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the left ventricular lead exhibited loss of capture. The physician stated he had used another device with the same results. The lead was not used, the procedure was abandoned, the physician would attempt at a later date. The patient was stable